Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patients referenced in b5 are filed under separate medwatch report numbers.

Event description:
The article reports that there have been some reports of infection complications associated with perclose prostyle devices when used for hemostasis in thin patients. The puncture site may become umbilical depressed. The article reports three cases of umbilical site depression with the perclose prostyle suture. This event represents case 1 from the article. It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular thrombectomy (evt) interventional procedure for peripheral arterial disease in a thin built patient that had "rest pain". Stents were implanted in the stenosis of both external iliac arteries and the occluded lesion of the right superficial femoral artery (sfa) via the left femoral artery (fa) approach. Hemostasis was successfully achieved with the prostyle device sutures; however, the puncture site became "depressed like a navel". One month later, the patient visited the hospital with pus discharge from the left femoral artery puncture site, and one week later, he visited the hospital with bleeding from an infected pseudoaneurysm. Although vascular surgery was performed, it recurred a month later, and thus the infected tissue was debrided and vascularization was performed using a bovine pericardial patch. There is no reported clinically significant delay in the procedure or therapy. Details are listed in the article titled, "infected pseudoaneurysm associated with umbilical depression at the puncture site due to perclose prostyle suture: restoration for infection prevention." No additional information was provided.